Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced hypoglycemia and hyperglycemia. The blood glucose level was 38 mg/dl. It was unknown if the customer was using auto mode or not at the time of incident. The insulin pump had a no motor movement or negligible movement retries to free a stuck motor failed. It was reported that they were able to clear alarm but were not able to rewind pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer = clear. Device was returned for pump error 38 alarm found on 11/28/2021. Device received with constant pump error 38 alarm during rewind due to corroded motor home switch. Unable to confirm pump error 43 or pump error 130 alarm due to pump error 38 alarm. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test and delivery accuracy test or confirm displacement anomaly due to pump error 38 alarm. The download history file confirmed on 11/28/2021 08:13:22:000 am. The following were noted during visual inspection, fading serial number label. Device p-cap / test reservoir locks in place properly. Device was confirmed for pump error 38 alarm due to corroded motor home switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.